Event description:
It was reported that nurse met resistance when pulled a foley catheter and that the male patient was reporting pain as nurse tried to remove it. Then nurse notified the surgeon, and they removed it. Upon removal, they noticed a small ridge where the balloon had been deflated. A second patient had some bleeding after catheter removal, likely unrelated to the catheter tip. However, upon inspection of the catheter tip, it had a similar ridge which created a ring around the catheter where the balloon would have been deflated. Staff was trained not to over deflate the balloons, so they did not believe that was the issue.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the one-photo sample the overview of the catheter with blood residue. Noted a small cuff on side of the catheter. No balloon mushroomed observed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The lot number was unknown; therefore, the device history record could not be reviewed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse met resistance when pulled a foley catheter and that the male patient was reporting pain as nurse tried to remove it. Then nurse notified the surgeon, and they removed it. Upon removal, they noticed a small ridge where the balloon had been deflated. A second patient had some bleeding after catheter removal, likely unrelated to the catheter tip. However, upon inspection of the catheter tip, it had a similar ridge which created a ring around the catheter where the balloon would have been deflated. Staff was trained not to over deflate the balloons, so they did not believe that was the issue.